Event description:
The hearing performance with the device was affected. No specific trauma or swelling/inflammation was reported. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during device investigation are most likely related to the explantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected. No specific trauma or swelling/inflammation was reported. Re-implantation is considered.

Event description:
The hearing performance is affected. No specific trauma or swelling/inflammation was reported. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Reimplantation is considered but despite requested no further information has been made available yet.